Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent an orif of left proximal femur on (B)(6) 2015. During the procedure, the distal locking cortical screw head fractured into the locking hole on the plate, upon seating by hand. No further information has been provided. No additional items were used to complete the procedure, as the screw and plate were secure.